Event description:
This case was reported by a lawyer and described the occurrence of injury in a male pt who used poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. An unk time later, the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. Medical records received (B)(6) 2010: on (B)(6) 2010, the (B)(6) pt was sent for possible neuropathy. Over the four to five months prior, he had begun to have slow onset of numbness and tingling beginning in his toes and spreading up his feet. He also had walking and gait/balance difficulties. The pt was noted to have a history of severe stomach problems with only one-fourth of his stomach remaining after peptic ulcer disease with jejunostomy and feeding tube placement. Emg/nerve conduction study of the lower extremities bilaterally revealed evidence for a sensory motor neuropathy. At follow up on (B)(6) 2010, it was noted that the patient's copper level was 9 mcg/dl (normal 71 to 75) and there was a slightly abnormal serum protein immunofixation. He was started on copper supplementation at that time. On (B)(6) 2010, copper was 10 mcg/dl (normal 70 to 155) and zinc was 120 mcg/dl (normal 70 to 150). On (B)(6) 2010, the pt was seen for suspected monoclonal gammopathy and further work-up was recommend.

Manufacturer narrative:
Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).